Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article study reported that early loosening, swelling, pain, limited mobility-range of motion was observed and low-grade septic complication was suspected in the patient who was then treated a with two-stage revision 3.6 years after the primary tka.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral item unknown lot unknown; nexgen patella item unknown lot unknown; nexgen tibial item unknown lot unknown. Foreign report source:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00597, 0001822565-2021-00598, 0001822565-2021-00599.

Event description:
It was reported that a journal article study reported that early loosening was observed and low-grade septic complication was suspected in the patient who was then treated a with two-stage revision 3.6 years after the primary tka.